Event description:
Medtronic received a report that the cello had a leak. The catheter repeatedly deflated during the procedure, however, they were able to measure stump pressure so it passed balloon test occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.